Event description:
IV pump with 2 channels was running insulin infusion to patient. The brain of the pump had smoke coming out and burn smell. Nurse turned off the pump and removed from patient.====================== manufacturer response for IV pump, IV pump module (per site reporter)======================carefusion still has the pump